Manufacturer narrative:
(B)(4). The customer report of an overfill was not confirmed or duplicated during evaluation. A service history review and device history review was performed with no events related to overfill. The root cause of the reported problem was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a case report received on by baxter (B)(4) from a nurse. It is reported that on (B)(6) 2010, a patient experienced an overfill episode involving a baxter homechoice cycler. The reporter stated the machine passed from the third fill to the fourth fill bypassing the drain step. The reporter stated that the patient received an injection of 2 liters; thus, a total fill of 4 liters. According to the reporter, there is no clinical consequences reported for the patient nor medication. After the overfill episode, the patient ended his therapy normally. The reporter stated that this patient is difficult to handle (reportedly a specific psychologic profile), and the nurse suspects a possible manipulation issue from the patient. The machine has been swapped by the technical service. No other information available

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.the device has been reported to be available for evaluation. A follow-up report will be submitted upon completion of the evaluation.